Event description:
An analysis was performed on the returned tablet and the reported allegations were not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications . A visual inspection of the tablet did verify that the case was damaged. A cause for the damage could not be identified based on the available information. The damage to the case had no functional impact in the tablet performance.

Event description:
The tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported that the programming tablet was displaying a line down the middle after he turns it on. Then after the company software was displayed, the tablet would shut down inadvertently. He confirmed that he could turn the device back on, and the same issue would occur. This was repeatedly happening before he was able to use the vns software. A replacement tablet was provided. The suspect tablet has not been received to date.